Event description:
I have been using abbott's freestyle libre cgm. The past 3 times, the libre has left blister-like rash when removing it. I saw my dermatologist who said there is something in the adhesive or the material the libre is made from causing the reaction. I tried cavilon skin barrier but after 12 days could not take the itching around the libre removed it and had similar blister-like rash. In addition, the libre is not even close to being accurate to a finger stick. I started tracking the differences and they were off by 30% which is important for a diabetic and their blood sugar. FDA safety report ID # (B)(4).